Event description:
Hill-rom received a report from the account stating the right siderail wouldn't latch. The bed was located at the account in the ER. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail end tube to resolve the issue. Based on this information, no further action is required.